Event description:
It was reported that during lap nephrectomy the clips came off the device as if they were under huge tension and sprung out erractically. Device will not be returned.

Manufacturer narrative:
Information is unavailable; device was not returned for evaluation.